Manufacturer narrative:
The scope was returned to the service center for evaluation. The bending section cover was found stretched/wrinkled at the distal end. The scope passed the air/water leak test. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus was informed by the sterile processing department supervisor at the user facility that the customer rhino-laryngofiberscope was used on (B)(6) 2022 and was not decontaminated until (B)(6) 2022 - delayed process. No death, injury or infection was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, the failure to subject the device to reprocessing in accordance with the instructions for use was due to human error. However, a definitive root cause cannot be identified. Sterilization and reprocessing is covered in the instructions for use: precleaning: if the endoscope is not immediately precleaned, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Preclean the endoscope at the bedside in the procedure room immediately following the procedure. These steps are to be performed when the light source is turned off and is still connected to the endoscope. Olympus will continue to monitor the field performance of this device.